Manufacturer narrative:
Batch review performed on 13 july 2017. Lot 170359: (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-11. No anomalies found related to the problem on mat16649. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. On 14 july 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the cause of the gmk efficiency trial keel breakage could be the excessive load on the keel wings due to sclerotic bone or due to excessive force during impactions (in the claim is reported" the bone was extremely dense"). The surgical technique recommends to prior prepare the tibial plate by using the oscillating saw before impactions in order to reduce the lateral force on the trial tibial keel wings (step correctly followed by the surgeon). The pictures show a jagged fracture compatible with flexion stress probably caused by a not correct direction of impactions.

Event description:
When surgeon was using the tibial keel punch the keel broke. Per the surgeon the patient had hard bone. No fragments fell into the patient. The surgeon used a metal keel out of another set. There was a delay of less than 5 minutes. The surgery was completed successfully instrumentation is available.